Manufacturer narrative:
E1: initial reporter's address: (B)(6). H6: problem code 2907 captures the reportable event of inner sheath/shaft detached. H10: a wallflex biliary fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the clear outer sheath was kinked at the guidewire access sheath (gas) section. The inner shaft was kinked and at this point was exiting at the guidewire access port. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system; however, the stent was manually deployed by gripping the outer sheath and pulling the tip distally. The stent, outer sheath, inner shaft, and yellow inner jacket were measured to be within specifications. No other issues with the device were noted. The reported event of inner shaft detached was not confirmed. The condition of the returned device did not match the photo provided by the complainant. However, the complainant confirmed the photo provided was correct for this event and attempts to clarify the discrepancy between the photo and the returned device were unsuccessful. The damages noted to the returned device are consistent with the application of excessive force during attempted deployment. The investigation concluded that the reported event and the observed failures were most likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the technique used of the user and normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on february 21, 2019 that a wallflex biliary fully covered stent was to be used in the hepatoduodenal to permeabilize post-surgical bile duct benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was positioned at the site of the stenosis, and during attempted deployment, great resistance was felt. Reportedly, force was applied achieving the "embolo/plunger" movement. According to the complainant, under radiographic view, the sheath does not slip backwards when sliding the front handle backwards on stainless steel rod. The delivery system was removed from the working channel with the stent fully covered by the outer sheath. Reportedly, outside the patient, it was noticed that the deployment system at the level of the space where the guide comes out was ruptured. A photo of the complaint device also confirmed that the inner shaft was detached/separated and was kinked and exited at the guidewire access sheath section. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered stent was to be used in the hepatoduodenal to permeabilize post-surgical bile duct benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was positioned at the site of the stenosis, and during attempted deployment, great resistance was felt. Reportedly, force was applied achieving the "embolo/plunger" movement. According to the complainant, under radiographic view, the sheath does not slip backwards when sliding the front handle backwards on stainless steel rod. The delivery system was removed from the working channel with the stent fully covered by the outer sheath. Reportedly, outside the patient, it was noticed that the deployment system at the level of the space where the guide comes out was ruptured. A photo of the complaint device also confirmed that the inner shaft was detached/separated and was kinked and exited at the guidewire access sheath section. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.